Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door was not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed and error message had appeared. A field service engineer (fse) confirmed customer installed the smart remote manager (srm) on a different pyxis unit but did not remove it from the original station, which caused medication data to display incorrectly. The customer contacted technical support specialist (tss), and the srm was successfully deleted from the server to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator door was not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.